Event description:
It was reported that following a lead revision procedure (MFR: 3006630150-2020-05654), the patient developed an infection that would not heal with antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1160, (sn: (B)(6)).the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(6)) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that following a lead revision procedure (MFR: 3006630150-2020-05654), the patient developed an infection that would not heal with antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Date of event: exact date unknown, event occured following the lead revision on (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7072734/7072807.

Event description:
It was reported that following a lead revision procedure (MFR: 3006630150-2020-05654), the patient developed an infection that would not heal with antibiotics. The patient underwent an explant procedure.